Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 295 mg/dl to 500 mg/dl. Reportedly, the customer changed the pump supplies, loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.